Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer diagnosed the bad controller board and replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, the refrigerator not detected on bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.